Event description:
It was reported that when turning the plunger of the preloaded intraocular lens (iol) during iol insertion, there was resistance; however, the plunger could be turned and the iol was implanted. As a result, the iol presented three scratches. The patient is being monitored at a university hospital. The patient reported experiencing blurry vision. Additional information received indicated that the patient's visual acuity has improved, so there is no plan to replace the iol so far. The patient's daily life is not affected. No patient injury was reported. No other medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section d6b: explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The photograph showed an amorphous whitish discoloration of the lens, mainly impacting from edge to edge between 12:00 and 5:30 but extending beyond the described axis. Per the picture it was not possible to determine the source or nature of such discoloration. The definitive clinical impact as well as the incident potential root cause could not be determined from a picture assessment. The complaint issues "cosmetic issues" and "difficult to use" were not identified. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.